Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted using a proglide device using the pre-close technique via a 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when preplacing the suture of one prostyle, the foot was unable to be opened and closed properly. However, it was finally opened, and the suture was successfully pre-placed. After suture pre-placement, the lever was able to close. There was resistance removing the device; it was removed by applying a little force. The sheath was upsized to a 16f and the procedure was completed. The knots of the two prostyle devices were successfully tightened to the vessel wall, however, hemostasis was not achieved. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - excessive force. The device was returned for analysis. The reported ¿foot was unable to be opened and closed properly¿ was not confirmed. The foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. The reported difficult to remove and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.